Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer.

Event description:
A medtronic representative reported that while blending and merging the patient CT and MRI exams before a cranial case the software unexpectedly became unresponsive. The rep said that the system was not responding and had to do a hard shut down of the system. After the hard shutdown, the system functioned as it should. No patient was present at the time of the alleged malfunction.